Event description:
A customer reported an issue with their pump displaying an incorrect time. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in extreme values. Technical support assisted the customer in updating the pump's time and advised monitoring the situation to ensure that the discrepancy does not occur again. The customer understood and acknowledged this guidance.